Manufacturer narrative:
Updated field: b4, d8, g3, g6, h2, h6(health effect ¿ clinical code), h11 corrected field: h6 (medical device ¿ problem code).

Event description:
N/a

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and in the leak tests for k6, k6a, k7, and k8, the value of test #3 was out of standard. The cause was found to be the drive manifold. Drive manifold was replaced. After the replacement, the same test was carried out and it was within standard, confirming normality.

Event description:
It was reported that during routine inspection by getinge field service engineer, the cs300 intra-aortic balloon pump (iabp) failed test k6, k6a, k7, k8. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.